Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post- operatively, there was a leak and a crack was observed in the blue (venous) luer adapter. There was no patient injury.

Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The sample received at cms was a mahurkar catheter without the venous (blue) adapter. The catheter came inside a generic plastic bag and presents a sign of use (dirt) and the venous adapter was detached from the extension and it was not presented in sample returned. The arterial (red) adapter did not present any problem. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The sample received at cms was a different product. Based on the available information, it can be concluded that product was manufactured according to specifications. The adapter was more likely damaged due to manipulation and the most possible root cause can be considered as misuse. The instructions for use were not followed causing adapter over tightening. No evidence was found to link this event to a manufacturing related cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconfor ming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.